Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7070958.

Event description:
It was reported that during a non-boston scientific spine surgery the leads experienced unspecified damage. The patient later underwent a procedure wherein the leads the were removed and did well postoperatively. Additional information could not be obtained despite good faith efforts. The explanted leads discarded by the medical facility and not returned for analysis.